Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed instrument error messages on the alinity c processing module. During troubleshooting, they found a fluid stain burn on the lls preamp board in the pipettor head. The wire harness was burnt from the pipettor to the extension harness going to the lls board. There was no impact to analytical / patient result data, patient management or user safety.

Manufacturer narrative:
The field service representative (fsr) inspected the instrument and performed extensive troubleshooting. The fsr observed the lls bd. Part had short out/burnt. The lls bd. Part was replaced resolving the issue. Return testing was not completed as returns were not available. The instrument service history review for ac05921 revealed no additional issues of burned/charred parts due to liquid contact on parts on the ac05921. A review of tracking and trending for the alinity c processing module did not identify any trends. A review of tracking and trending for the lls bd. Part did not identify any trends. Review of the manufacturing documentation did not identify any non-conformances associated with the complaint issue. Labeling was reviewed and found to adequately address the issue under review. The 2024 ul certification memo indicates that abbott diagnostic equipment and accessories are certified to the appropriate safety standards, and adequate protection is provided for the operator against spread of fire from the equipment. The burned/charred lls bd due to liquid contact was limited to the lls bd. Part; the burned/charred parts issue did not spread to other parts of the module. Based on the investigation, no systemic issue or deficiency of the alinity c processing module for serial ac05921 or the lls bd. Part were identified.

Event description:
The customer observed instrument error messages on the alinity c processing module. During troubleshooting, they found a fluid stain burn on the lls preamp board in the pipettor head. The wire harness was burnt from the pipettor to the extension harness going to the lls board. There was no impact to analytical / patient result data, patient management or user safety.